Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The customer stated that quality controls were within range. The field service engineer observed a loose thread on a probe and it was threaded in the wrong direction. The sample probe was secured and adjusted. Valves around the reference electrode were cleaned. No further issues occurred after these actions. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode on a cobas pro ise analytical unit. No questionable results were reported outside of the laboratory. The sample initially resulted in a na value of 151.000 mmol/l. The value was too high for the patient's clinical condition, so the sample was repeated, resulting in a value of 140.800 mmol/l. The sample was also repeated on two other analyzers, but these values were not provided.